Event description:
It was reported to a convatec sales representative that an fms balloon was unable to deflate.

Manufacturer narrative:
Based on the available info the event is deemed a reportable malfunction. No additional patient/event details have been provided to date. Should additional info become available a follow-up report will be submitted. A return sample for evaluation is not expected. The actual date of event is unk.